Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a low sensing value and a loss of capture in the right ventricular lead less than one month post implant procedure. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event.